Event description:
A malfunction was reported on the customer's pump with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, advising the customer to use multiple daily injections (mdi) as a backup therapy. The customer received instructions on how to put the pump into storage mode, return it using a pre-paid label, and was informed about the need to program settings and connect their continuous glucose monitor to the replacement pump. The replacement, featuring updated software, was shipped with a requirement for a signature upon delivery. The customer acknowledged all instructions.